Event description:
It was reported that the wire detached, resulting in patient complications and additional intervention. The target lesion was located in the severely calcified and severely tortuous right coronary artery. A 1.25 mm rotapro and rotawire drive were selected for treatment. During the procedure, the guidewire kinked. As the rotating burr was advanced to the wire kink, the wire snapped and perforated the vessel. Pericardial effusion and a cardiac tamponade were experienced requiring balloon tamponade and pericardiocentesis. The wire and burr were removed, but the distal portion of the wire remained in the distal portion of the vessel. The wire fragment was immobilized with a stent and the procedure was completed without further complications. The patient was admitted to the hospital, fully recovered and was later discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.